Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 475cc mentor siltex round moderate profile on both sides and experienced bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2020, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number: 3505504; serial number: (B)(6) on the right side and catalog number: 3505504; serial number: (B)(6) on the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 12, 2020, mentor became aware that the patient's new surgery date is (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2020, mentor became aware that the patient's new surgery date is (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).